Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the operating wire was broken. There was no abnormality in the junction of the operating wire. The tip part of the basket wire was deformed. Additionally, the middle part of the basket wire was broken. The device history record for the lot indicated no abnormality with the event-related items below. Deformation of the basket wire. Overflown length of the brazing filler at the brazed part. Outer diameter of the brazing part . Outer appearance of the brazing part. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operation wire and the basket wire, and the basket wire were broken. It is surmised that the deformation of the basket wire occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. This instrument will deformed and/or deteriorated by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During a removal of pancreatic stone, the user tried to retrieve the pancreatic calculus with an unspecified basket. The user could not be retrieved the pancreatic calculus since the pancreatic duct was narrow. Then, the doctor tried to crush calculus with the bml-v437qr-30, but the bml-v437qr-30 was incarcerated and the operating wire was broken. The user tried to crush calculus using bml-110a-1. However, the basket wire of the bml-v437qr-30 was broken. The procedure was canceled and the fragment of the bml-v437qr-30 in the patient body. The same day, the user dilated the pancreatic duct with an unspecified balloon, and the user retrieved the pancreatic calculus and the fragment of the bml-v437qr-30. There was no further patient injury reported. There is no malfunction reported on unspecified basket, bml-110a-1, and unspecified balloon. This report describes the bml-v437qr-30.